Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery excessively during the rewind process and that the battery cap was stripped, making it difficult for the customer to open the battery compartment. The customer's blood glucose was 190 mg/dl. The customer's mother stated that she tried to troubleshoot for the no delivery alarms and waited to see drops, but the device kept alarming no delivery. The caller stated that after about 20 tries, she was finally able to get the device to work. She also noted that the battery lasted about 10 days before requiring a battery change. The caller noted that the blood glucose reached over 200 mg/dl, and the customer was advised to do a complete set change as soon as possible. Customer was unavailable to perform troubleshoot and was advised to call when the alarm occurred. Customer declined to return supplies for analysis. Caller was advised that the battery cap be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.